Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Clinical symptoms (thrombosis/thrombus): the root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: suction there was no motor current spike noted to indicate biomaterial interaction. The cause of the suction issue was not determined without returned product investigation. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered thrombus and pump suction during impella cp support. It was noted that during bypass the medical team got issues with suction and position of the pump. Pump was then explanted and biomaterial was discovered in the inlet area. The pump was subsequently replaced with a new impella cp (sn: (B)(6)). This report is for the first impella cp pump and another report will be sent for the second pump (serial (B)(6)) (B)(4).